Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 25-oct-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal 2000mcg/ml at 500mcg/day via an implantable pump. On (B)(6) 2020 a fractured catheter was reported. There were no known symptoms or environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was a CT scan and x-ray of the spine showed the fractured catheter. The patient was scheduled for surgery due to this and eri (elective replacement indicator or the pump. The actions and interventions taken to resolve the issue was an attempt was made to replace the catheter but was not successful due to inaccessible intrathecal space. The catheter was fractured at anchor in three pieces. Two pieces were explanted and one remains intrathecal. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury.